Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving dilaudid 20mg/ml at 13.332 mg/day and bupivacaine 15mg/ml at 13.332 mg/day via an implantable pump. The physician reported at the last refill there was a large discrepancy in regards to the old medication and the new medication. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient did not report any symptoms. A roller and dye study were performed to determine the efficacy of the pump, and if it was truly delivering more medication than intended/overdosing of medication. The physician determined the catheter was working properly, however, based on the roller study, felt that the pump was dispensing medication faster than normal. The pump was explanted and replaced with a new pump. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.